Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. One 6f angioseal evolution was returned for evaluation to terumo medical corporation at (B)(4). No anchor or collagen was present and the suture was returned cut. The deployment sleeve was in rear lock position. The hemostasis sheath and enclosed carrier tube assembly was curved in a u shape. The compaction tube was partially exposed and the green marker on the compaction tube was visible. There was blood like substance observed on the returned device. The handle halves were separated and the gearbox assembly visually inspected. There was no damage to suggest that the deployment sleeve had been forcibly moved from the extended (rear-locked) position; no damage was noted to the deployment sleeve proximal locking tabs or the corresponding deployment sleeve latch hooks in either of the handle halves. Approximately two turns of suture remained on the spool. Dried bls was observed on the rack/gear mechanism. The gears were rotated in both directions; binding was initially noted consistent with dried bls seizure. The gearbox was rinsed with water and the gears subsequently rotated in both directions with no binding or other functional anomalies noted; corresponding rack/compaction tube movement was also observed. The hemostasis sheath outer diameter was measured to be 0.1153". The compaction tube outer diameter was measured to be 0.0553". There was no damage observed to the ends of compaction tube. The carrier tube outer diameter was found to be 0.0836" and inner diameter was found to be 0.070". All measurements were found to be conforming to the revision of drawings active at the time of manufacturing as referenced in the DHR. The overall device condition is consistent will complete deployment. The cause of the reported event remains unknown. The complaint cannot be confirmed. Visual and dimensional inspection revealed no anomalies in device components. The cause of the event cannot be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. There have been no previous reports for this part/lot number combination. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that compaction marker was not visible when using the angio-seal evolution device. Follow up communication with the user facility reported: was not able to pull back completely to show green area to know when to release; manual compression was applied while swapping out the evolution for the vip; successfully closed with 6fr vip; the patient is stable; and (5) no blood loss reported. Additional information was received on 6/5/2017. Compression was applied just while swapping out the evolution for the vip. The procedure was completed without issue with a 6fr vip.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined.